Event description:
Discordant bun and creatinine results were obtained on an advia 1800 for 1 pt. The results were reported to the physician. The pt sample was repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant bun and creatinine results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the patient received the results of 236 mg/dl and 100 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.